Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test 8%. Found during testing, there was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found both housings were cracked. A review of the event log showed that the customer performed the test using a continuous rate of 288 ml/hr. The customer¿s reported problem over delivery by 8%, was not confirmed by accuracy testing. The cause is unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history serial number.